Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad trace and keypad connector was inspected and no anomalies were noted. The pump powered up properly after battery installation. The pump was monitored and no missing segments or partial display noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners and case at the reservoir tube window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer's blood glucose was 14.0 mmol/l at the time of the incident. Customer was using a duracell battery and woke up as she heard an alarm beep. Customer stated that there was no sign of an alarm and the graph status screens, the time, battery, and reservoir icons are not on the pump. Customer declined troubleshooting for high blood glucose. Customer stated that she noticed that her catheter was unplugged and her blood glucose was 20.8 mmol/l. Customer noticed that the set was detached and felt that her blood glucose was high. Customer stated that the infusion set tubing came apart. Customer stated that the pump was not dropped with the set connected to her body. Customer was advised to change the infusion set and return the set for analysis.